Manufacturer narrative:
Complaint conclusion: it was reported that immediately after a mynxgrip vascular closure device (vcd) deployment, the patient started bleeding and a ¿major¿ (at least 16 cm in length) hematoma formed. There is no evidence of improper deployment. Hemostasis was achieved with the vcd. Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The patient was discharged the same day as originally scheduled. The hematoma was noted to have gotten ¿worse¿ while the patient was home. One week after the procedure, the patient returned for a follow up visit at which time bruising continued. Patient is bleeding when urinating. The vcd used in the procedure was thrown away by the user; however, nine sterile unused mynxgrip devices were received for evaluation in the original sealed packages from the same lot number will be returned for analysis. The nine sterile unused samples were returned in a temperature control shipping box using fedex priority overnight. However, due to the holidays, it took four days to deliver the package to santa clara. Since the temperature control timeline was exceeded and there are no temperature monitors, the devices may have remained below the specified temperature. Therefore, no testing will be performed on the actual returned devices since we cannot assess the impact of the shipping timeline. Instead, our assessment should consist of lhr and lrt review. Review of lot f1726403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The adverse event reported as ¿hematoma¿ was not confirmed. Based on the analysis performed and without returned device involved in this complaint for a physical analysis, the exact cause of the reported adverse event experienced by the customer could not be conclusively determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing lot f1726403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that immediately after a mynxgrip vascular closure device (vcd) deployment, the patient started bleeding and a ¿major¿ (at least 16 cm in length) hematoma formed. There is no evidence of improper deployment. Hemostasis was achieved with the vcd. Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The patient was discharged the same day as originally scheduled. The hematoma was noted to have gotten ¿worse¿ while the patient was home. One week after the procedure, the patient returned for a follow up visit at which time bruising continued. Patient is bleeding when urinating. Seven unused vcds from the same lot number will be returned for analysis. The vcd used in the procedure was thrown away by the user.